Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the distal tip of a 6f/7f mynx control vascular closure device (vcd) was found to be split when it was removed from the package. The device was not used in the patient. There was no reported patient injury. The product was properly stored and opened in a sterile field. The device will be returned for evaluation.

Manufacturer narrative:
Based on additional information received a reportable event did not occur with this product and is no longer reportable under the FDA guidelines. Therefore, this event will be unreported and no further reports will be forthcoming.

Event description:
As reported, the tip of the sealant protection of a 6f/7f mynx control vascular closure device (vcd) was found to be split when it was removed from the package. The device was not used in the patient. There was no reported patient injury. The product was properly stored and opened in a sterile field. The procedure was an interventional procedure with a retrograde approach. The deployer was mynx certified vascular surgeon. Another procedural details were requested but were not provided.